Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction knob was replaced to resolve the issue. Customer contact reports patient is male. No other information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of suction during a case. There was no patient injury.